Event description:
It was reported the vertebral distractor was un-aligned and won't lock. This report is for a vertebral distractor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative. Part 03.820.112, lot t173692: manufacturing site: (B)(4). Release to warehouse date: january 10, 2019. The final quality release criteria were met before this batch was released for distribution. There were no non-conformances relevant to the complaint condition reported. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.